Manufacturer narrative:
This report has been identified as b. Braun (B)(4). One apparently used sample of material # (B)(4), without packaging, was returned for evaluation in connection with this incident. Upon visual inspection, it was noted that the set was disconnected at the bonded joint between the tubing and sidearm of the distal caresite valve, evaluated part s5403021. Further observation noted very little solvent residue able to be observed between the connection of the tubing and the y-site arm. Although the exact root cause could not be determined, the reported defect of the tubing pulling apart at the lowest y site was confirmed. No adverse quality trends of this nature were identified during the complaint review process for the reported item number. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports while the nurse was infusing packed cells on cardiovascular unit, IV tube pulled apart at the lowest y port when nurse went to push a drug through port. Reported did not know what was being pushed and cannot determine where it came apart at. Reporter has the sample but there is blood covering it up. Reporter suggested a discussion with rn. Rn contacted and clarified the med was not being pushed through a port on the outlook y set. Drug was pushed through the cordis. Nurse noticed the outlook set came apart when attempting to give med to patient. No patient injury.